Manufacturer narrative:
Final analysis found burn marks on the power adapter.

Event description:
It was reported that after an electrical storm it was noted that the transmitter would not power up. The device would no longer be used and replaced.